Manufacturer narrative:
Investigation summary: the root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports a burn. The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
During use, burns occurred on two body parts in the area between the shoulder and neck, at least second degree burn [burns second degree]. Case narrative: this is a spontaneous report from a contactable pharmacist via regulatory authority (B)(6) (regulatory authority number (B)(4)). A (B)(6) female patient used thermacare heatwrap (thermacare neck, shoulder & wrist) (lot number s00640 n, expiration date oct2019) from unknown date for unknown indication. The patient medical history was not reported. Concomitant medications included levothyroxine sodium (l-thyroxine) 100 ug tablet and ibuprofen. The patient experienced "during use, burns occurred on two body parts in the area between the shoulder and neck" on (B)(6) 2018. The event had been described as 2 burn blisters: 1 x 2.5 cm in diameter and 1 x 1.5 cm in diameter with blister formation and redness, at least second degree burn. Surgical intervention was not required. The patient had not recovered from the event at the time of reporting. Treatment was not required at first but then healing of the wound was supported nos. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was not resolved. No causality assessment provided. According to the product quality complaint group: investigation summary: the root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports a burn. The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(4) 2018): new information received from the product quality complaint group included investigational results. Follow-up ((B)(6) 2018): new information received from contactable pharmacist included: patient age, concomitant medications, updated event (during use, burns occurred on two body parts in the area between the shoulder and neck, at least second degree burn), case upgraded to serious and reportable, treatment received and updated event outcome. Follow-up attempts completed. No further information expected.